Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. There were few additional findings. Due to a pinhole on channel tube, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesives around objective lens and light guide lens had white-clouded area. Distal end had a burn. Connecting tube, protector of universal cord and image guide protector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was poor air/water supply from the air/water system of the gastrointestinal videoscope. The device was returned and an evaluation at the repair center revealed presence of foreign materials inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign material could not be determined. The identification of what the material was could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported additional information: the device was cleaned, disinfected, and sterilized before it was sent to olympus. The device was not used in a procedure with the foreign material attached to it.